Event description:
Pt underwent placement of bilateral silicone breast implants in 1977. Pt admitted 10/8/98 for removal of implants and replacement using saline implants. Also has bilateal capsular contractures. Upon removal, both implants found to be ruptured. No identfying marks found on implants.